Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
A pump with failure code 570:320 with depleted batteries. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp representative.